Event description:
The manufacturer's representative reported, the patient was experiencing a decrease in pain relief. The hcp suggested that, the patient may be accessing her pump's refill port. The hcp explanted the patient's total device system. During the explant procedure, it was noted that after the suture was removed from the catheter connector, a tear around the suture ring was present. The hcp did not feel as if this was a problem. The drug last contained in the patient's pump was dilaudid. The patient was also on "a lot of oral medications and patches" for the past 4-5 months. The physician stated, that he withdrew 30 cc of fluid at refill, even though the pump volume was 20 cc. The pump was removed for analysis; there was no allegation of pump malfunction. Add'l information has been requested, but was not available at the time of this report. Refer to MFR report #6000030200702659.

Manufacturer narrative:
Results of final device analysis testing shows the reservoir septum appears to be damaged; the septum has an excessive number of punctures, cracks and holes that could have been caused by a cording needle. Device evaluation revealed acceptable performance results during alarm function testing; functional flow testing and reservoir volume testing. The cause of the event has been attributed to the patient user-interface.